Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 350 mg/dl, and the meter bg reading was 44 mg/dl. Reportedly, a second cgm bg reading was greater than 400 mg/dl, and the meter bg reading was 69 mg/dl. Reportedly, a third cgm bg reading was 300 mg/dl, and the meter bg reading was 74 mg/dl. Reportedly, a fourth and fifth cgm bg readings were taken as well. Reportedly, the customer could not recall the cgm values for these readings; however, the bg meter readings were 120 and 90 mg/dl. Additionally, customer reported a lowered bg of 44 mg/dl. Customer administered a correction bolus via the pump as well as a manual injection due to the cgm readings being inaccurate. Reportedly, the customer consumed carbohydrates to address the lowered blood glucose level. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.